Event description:
Additional information received by manufacturing representative (rep) indicated this was a duplicate event. No additional supplemental reports will be submitted under 3007566237-2019-01500. Refer to manufacturer report 3004209178-2019-10478 for details pertaining to the related reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-67, serial#: unknown, product type: screening device. Product ID: 3550-68, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3550-68, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep was checking impedances with an alligator clip and twist lock and are seeing two different results. Normal impedances were seen on the alligator clips but a short circuit on twist lock between pair 1/2. Caller was with patient to do troubleshooting however call got disconnected. It was suggested to remove the lead from the twist lock, remove or rotate the short stylet and then re-seat into the twist lock to try again. Results are unknown due to call being disconnected. No symptoms were reported. No further complications were reported or anticipated.